Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - visual disturbance-starburst-surgical intervention required; 4619 - glare surgical intervention required. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model dxw225, was implanted in the patient¿s left eye. Postoperatively, the patient experienced intolerance to glare and starburst visual effects, which prevented the patient from performing certain activities that were possible prior to surgery, specifically, night driving. Additional information confirmed that the lens was subsequently explanted during a secondary surgical procedure. The original target refraction was -0.25, and the issue was determined not to be refractive in nature. The explanted lens was replaced with a zcu150 model lens. No incision enlargement, vitrectomy, sutures, or medications beyond standard postoperative care were required. At the 1-day postoperative follow-up, the patient reported no problems, and no further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: february 10, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was coated in adhesive from the tape it was received on and viscoelastic residue. The lens was cut in half. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dxw225 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.